Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a free right medial plantar flap to repair the left middle finger, the high-frequency electrosurgical generator (bipolar electrocoagulation) was used to stop bleeding from the incision. The bipolar electrocoagulation did not work properly when the foot pedal was pressed, and could not stop bleeding normally. It had an error code, which resulted in the incision not being able to stop bleeding in time, prolonging the operation time, and increasing the amount of surgical bleeding. Additional information received, the footswitch was replaced and it worked successfully.

Event description:
According to the reporter, during a free right medial plantar flap to repair the left middle finger, the high-frequency electrosurgical generator (bipolar electrocoagulation) was used to stop bleeding from the incision. The bipolar electrocoagulation did not work properly when the foot pedal was pressed and could not stop bleeding normally. It had an error code which resulted in the incision not being able to stop bleeding in time, prolonging the operation time, and increasing the amount of surgical bleeding. Replaced it with another high-frequency electrosurgical generator and continued the operation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.